Manufacturer narrative:
Follow-up #1 date of submission 03/19/2012-device evaluation: the pump has been returned and evaluated by product analysis on 02/21/2012 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons require excessive pressure to elicit the desired response. The reporter said that the issue began one week ago and that multiple buttons were affected. Although no patient impact was reported, this issue is being reported because of the possibility of under delivery of insulin due to this issue.